Manufacturer narrative:
The device has been received by baxter for evaluation. Upon completion of baxter?s investigation, a follow up medwatch will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).

Manufacturer narrative:
(B)(4). The reported condition of numerous occlusion alarms was confirmed during product evaluation. However, the root cause was not identified. As a result, no repairs were performed for the reported condition. Additional information: this device is a colleague infusion pump with user interface module software version 5.09.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
This is a report from baxter (B)(4) of a colleague infusion pump in which numerous occlusion alarms are in the event log. The reported condition occurred during bio-med testing. There was no patient involvement, injury or medical intervention related to this event. The software version is currently not known. No additional information is available.